Event description:
Caller indicated the glucocard vital meter is giving high readings. The nurse did a test on a resident and got a reading of around 382 and was suspicious that the meter wasn't working properly so then went to another resident whose blood sugar doesn't go ever go higher than 200 and her blood sugar was 502 something. Then she went and got another glucometer with different strips and did a test and received a 202. Nurse was using different strips with different glucometers. Caller stated they have done control solution tests on the meter in question with 2 different bottles of controls and they both came out within in range. The facility just started using the vitals on or around (B)(6) 2013. The d.o.n. Reported that this is the first time they have had an issue with the vital. The gave the patient that read 382 her regular insulin dose and she became diaphoretic because her blood glucose dropped so they had to give her some orange juice to get her back up, but they didn't seek any other medical attention. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.